Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an interventional ablation procedure. There were three puncture sites (proximal: 8.5 f, middle: 8 fr and distal: 6 f). .reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle attempted in the 8f access site. The suture of a new prostyle device was successfully pre-placed in the 8f access site. There were no issues with devices used in the other two access sites. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.